Event description:
The user reported that the rotator on the stopcock broke during injection. The user reported two defective devices. No harm or injury was reported. This is one of four reports for this complaint. 1721504-2011-00383.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number. A follow-up report will be submitted when the evaluation has been completed. Process evaluation.